Manufacturer narrative:
Additional information: it was reported that the vessel was none tortuous and lesion is mildly calcified with chronic total occlusion (cto). The balloon was fully deflated prior to removal attempt. The balloon did not burst prior to detachment. A snare was used during removal attempt, but the balloon was used like fogarty technic. There was no vessel damage reported. X-ray was done to check for position of radiopaque marker. Physician maintained patient on warfarin medication (not from this event). The catheter was torn apart that attached. The radiopaque maker was fall out of the catheter and floating in blood vessel. Then doctor try to remove but cannot. The radiopaque maker moved into collateral vessel calf area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review the first image is of the amphirion deep catheter section loaded into a transportation hoop and the distal section of the catheter separated from the catheter. The balloon chamber materials appear to be bunched with sanguine residue within the balloon chamber at its distal end. The distal end of balloon chamber appears to remain bonded to the distal tip of the catheter. The second, third and fourth images are of the distal section of the catheter and the bunched-up balloon chamber material has been unfolded. It appears that the distal radiopaque marker band is still attached to the inner guidewire lumen. In the third image the balloon chamber appears to have been flushed to improve the image. The fifth, sixth, and seventh images are of the unfolded balloon chamber proximal end. In none of the images is the proximal radiopaque marker band. The proximal marker band may have slid distally along the inner guidewire lumen or may have slid off. The eighth and ninth images are photographs of sections of cine image. The images include a radiopaque marker band that is not on a guidewire. It is not known if the images are of a radiopaque marker band loose in the patient or if the images are of the distal radiopaque marker band recovered with the balloon chamber. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the amphirion deep pta balloon catheter was returned to medtronic investigation lab for analysis. The device was received within a sealed plastic biohazard pouch in two segments. No ancillary devices were received for analysis. The amphirion deep pta balloon catheter was received in two segments. The proximal segment consists of the y-manifold and the majority of the catheter. The distal segment consists of the balloon chamber and distal inner guidewire lumen. All components are accounted for. Examination of the distal segment found that the catheter separated proximal to proximal balloon bond. The inner guidewire lumen exhibits tensile stretching and the proximal balloon radiopaque marker band due to the tensile stretching of the inner guidewire lumen is now positioned within the proximal balloon cone. The outer sheath material separation face exhibits tensile and rotational stretching. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a different amphiron deep balloon was used to perform the fogarty technique. The snare used in this procedure was a non-medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using an amphirion deep pta balloon along with 0.014" guide wire during procedure to treat the left distal posterior tibial artery (pta). The vessel diameter was 2mm. An everest 30 inflation device was used to inflating the balloon. Inflation fluid used. There was no damage noted to packaging. There was no issue noted when removing the device from hoopo/tray. The device was prepped per IFU with no issues identified. During removal from lesion, break/fracture occurred at the balloon. The radiopaque marker was detached and the detached portion remains in patient. There was difficulty removing the balloon following balloon inflation. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. Excessive force was used during withdrawal. The procedure was completed. It was reported that after deflation balloon step, during removal of balloon out of lesion, the balloon tore and got stuck in the vessel of patient. Physician tried to remove balloon all but some part was unremovable. Physician tried to get some part by other balloon using forgarty otw technic but some part moved to the collateral vessel. Final angiogram showed the main vessel was not obstructed. Some part of the balloon got stuck in lower limb vessel (collateral branch). No further patient injury reported.